Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was found to be damaged. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was not moving as intended due to a damaged string and partial endowrist malfunction; it was uncontrollable, unable to close, and not stuck on tissue; no fragments fell into the patient, no visible thermal or cable damage was noted, and there was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition an engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to problems, including misuse of the product and recognition issues.

Event description:
Refer to h11 for follow-up information.